Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements of 167ohms. Replacement was recommended. This rv lead remains in service. No adverse patient effects were reported. Additional information received detailed this device was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements of 167ohms. Replacement was recommended. This rv lead remains in service. No adverse patient effects were reported.